Manufacturer narrative:
A review of the manufacturing paper work has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2008, the pt was implanted with 3 medtronic aneurx devices and 1 gore excluder aaa endoprosthesis aortic extender component to repair a ruptured abdominal aortic aneurysm. The aortic extender component was deployed so that it covered approximately a third of the orifice of the left renal artery, just below the right renal artery. Approx three months later, the pt underwent coil embolization to the right hypogastric artery and the aortic sac to prevent a potential type ii endoleak, and the placement of an additional aneurx graft to resolve a distal type I endoleak. In early 2009, the pt presented to the emergency room and underwent a computed tomography which revealed graft infection symptoms. Six days later and the following day, the pt underwent a two stage neoaortoiliac procedure due to a computed tomography revealing air around the graft consistent with an aortic graft infection. All of the devices were explanted. The pt tolerated the procedure. Eleven days later, the pt underwent placement of a single lumen hickman catheter due to needing long term intravenous antibiotics.